Event description:
Caller alleged discrepant results compared with the lab. Results as follows.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed. The 4.8 inr result on strip lot 214532 is excluded from comparison test due to no lab result. Per tsr, pt was milking the finger. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, product is not expected to return. No further investigation will be required. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were not expected to be returned. Further testing is not required and no corrective action is required at this time. As of 10/20/2009, 4 discrepant result complaints were reported for lot # 214531 yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Trend analysis is required for strip lot#214532. (Total # of complaints, including this event, is 2.)